Manufacturer narrative:
Post market vigilance (pmv) received one device opened by the account with the appropriate packaging in undamaged condition. The visual inspection of the returned product noted the instrument timing was proper. The handle was noted to be cracked and broken on the underside but no tooling marks were observed. The handle was difficult to cycle, but it did complete a full cycle. A tack appears to be jammed in the shaft and would not deploy during cycling of the handle. Unit was forwarded to engineering for two reasons: evaluation of the cracked and broken handle and evaluation of the jammed tack in the shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the handle was cracked and broken on the underside but no tooling marks were observed. Engineering confirmed there was evidence of proper body welding and noted the trigger was not fully released. The handle was difficult to cycle, but a full cycle was observed. The spring tip was bent and protruding from the shaft. Engineering disassembled the unit to observe the internal parts and noted the unit had no tacks indicating it was fully fired by the account. No other abnormalities were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively during a laparoscopic ventral hernia ipom on tacking for the fixation of mesh, the device¿s tracker got stuck in the procedure. They take the sutures to resolve the issue and complete the case. The patient was alive with no injury.